Event description:
It was reported that stent failed to expand requiring an additional device. Vascular access was gained via contralateral approach. The 80% stenosed target lesion was located in the moderately calcified mid superficial femoral artery (sfa). The reference vessel diameter of the treatment area was 5mm. An eluvia was selected for use along with a .018 guidewire. During the procedure, the eluvia was not fully deploying. The procedure was completed with a balloon and a non-boston scientific stent. There were no patient complications as a result of this event. The patient status was good post procedure.

Manufacturer narrative:
B3: date of event: event date not provided and estimated based on aware date. D6a: implant date: implant date not provided and estimated based on aware date. Additional event and detailed product information was not provided to bsc. Good faith efforts were made to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.